Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor alert. Customer's blood glucose at time of incident was 7.9mmol/l. The change sensor alert did not occur after 2nd consecutive calibration error. Customer report that they have not tried multiple sensor insertion screen. Customer advised to remove and change out the sensor.